Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral components at the cement to implant interface. Unknown cement was used. The femur came out with minimal effort and had some cement on its backside. The all poly tibia also came out easily and had no cement on its backside. The patella was well fixed and retained. Doi: 15 years ago. Dor: (B)(6) 2019, right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.